Manufacturer narrative:
(B)(4). Batch # m54l8z. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm how it is the device was removed from the tissue? Did the jaws eventually open? Was the knife reverse switch used? Were there any patient consequences as a result of the device being stuck on tissue? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? The analysis found that one ec60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lung nodule procedure, there was a note left on the device stating that it jammed and the device jaws would not open after three successful firings. The device was removed from the tissue but it is unknown how the device was removed. It is unknown what color reload was being used. It is unknown if buttressing was being used in the case. Case completed with another device. There were no patient consequences reported.